Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information customer stated that is unknown if anything fell into the patient. The instrument was inspected prior to use and there was not any damage out of the ordinary. There were no post operative tests, and the patient has not returned to the hospital with post-surgical complications related to a remaining fragment. The instrument has been returned to isi for evaluation and no photographic images are available.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.